Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 mckesson prevent® sg glide safety hypodermic needles were blocked during use. The following information was provided by the initial reporter: "air is not going through the needles, seems like there is no opening inside needles".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution?:yes. D.9. Returned to manufacturer on: 25-apr-2022 h.6. Investigation: it was reported that air is not going through the needles. To aid in the investigation, sixty samples were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution, one sample didn't expel the solution; it is clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992.

Event description:
It was reported that 7 mckesson prevent® sg glide safety hypodermic needles were blocked during use. The following information was provided by the initial reporter: "air is not going through the needles, seems like there is no opening inside needles"